Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a coil embolization procedure with the target lesion located on the anterior communicating artery (acom), the complaint coils were prepped as per the instructions for use. In this procedure, it was reported that a total of nine (9) 1mm x 4cm galaxy g3 mini coils (glm910040) were used, but seven (7) of them were not able to be implanted. The physician managed to remove them because of resistance with the sl-10® microcatheter (stryker). Four (4) coils from lot 30508847 were used, but three (3) of them were removed; the first coil from this group was able to be implanted even though there was intense resistance felt. The three (3) left from this lot were replaced with 1.5mm x 3cm galaxy g3 mini coils and these were successfully implanted. After that, four (4) more 1mm x 4cm galaxy g3 mini coils from different lot numbers were used and all but one from lot l14217 was used without resistance and was implanted. Three (3) 1mm x 3cm galaxy g3 mini coils were then successfully implanted without any issue. There was no effect on the patient and the procedure was completed without any issue. The physician commented that ¿since there is a clear difference in resistance between the same 1mm x 4cm galaxy g3 mini coil inside the microcatheter, etc. We consider that there is a problem with the product depending on the lot.¿ it was reported that a continuous flush was maintained through the microcatheter. Preliminary photo images of the complaint coils were captured by the j&j japan affiliates and included in the complaint. The photos underwent review by the product analysis lab. [Photo analysis]: based on the photos attached to the complaint, it can be observed that the 1mm x 4cm galaxy g3 mini coil has a ¿wavy¿ condition, but no damages could be noted on it. The embolic coil is observed to still be attached to the resistance heating (rh) coil. The device positioning unit was observed folded inside the introducer. No other defects were observed. The reported issue documented in the complaint that the 1mm x 4cm galaxy g3 mini coil encountered resistance with the microcatheter could not be evaluated based on the provided photos. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1mm x 4cm galaxy g3 mini coil was received contained in a pouch. Visual inspection noted the device to be in good, normal condition. There were no damages nor anomalies observed. Microscopic inspection was performed. Under magnification, the embolic coil was observed stuck inside the introducer in damaged condition. This observation is consistent with the preliminary photos included in the complaint; the embolic coil has a ¿wavy¿ condition inside the introducer. Functional test could not be conducted due to the embolic coil being stuck inside the introducer in damaged condition. A review of manufacturing documentation associated with this lot (30508847) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint reported that during a coil embolization procedure with the target lesion located on the anterior communicating artery (acom), the 1mm x 4cm galaxy g3 mini coils (glm910040 / 30508847) was one of the seven (7) out of the nine (9) 1mm x 4cm galaxy g3 mini coils used but was not implanted due to resistance with the sl-10® microcatheter. The complaint device was returned and visual inspection noted the device to be in good normal condition. During the microscopic inspection, the embolic coil was observed stuck in the introducer and in a damaged condition that is consistent with the review of the complaint photos. The root cause of the damaged condition observed on the embolic coil remains inconclusive. However, the condition of the coil is a factor that may have been the result of or a cause of the reported issue that the coil encountered resistance with the concomitant microcatheter during the procedure with continuous flush maintained. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following recommendations: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. Refer to coil retrieval. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Coil damaged is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as coil damage from occurring. Originally reported may have been related to other factors; the exact cause cannot be conclusively determined. It is possible that during the attempt to remove the coil after resistance was encountered with the concomitant microcatheter, some force was exerted on the device inadvertently resulting in the coil becoming damaged as noted in the photos and as confirmed through microscopic magnification. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1mm x 4cm galaxy g3 mini coil left the manufacturing facility with the embolic in the ¿wavy¿ / damaged condition as noted during the photo review and microscopic inspection of the returned complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 7 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00531, 3008114965-2021-00532, 3008114965-2021-00533, 3008114965-2021-00534, 3008114965-2021-00555, and 3008114965-2021-00557. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure with the target lesion located on the anterior communicating artery (acom), the complaint coils were prepped as per the instructions for use. In this procedure, it was reported that a total of nine (9) 1mm x 4cm galaxy g3 mini coils (glm910040) were used, but seven (7) of them were not able to be implanted. The physician managed to remove them because of resistance with the sl-10® microcatheter (stryker). Four (4) coils from lot 30508847 were used, but three (3) of them were removed; the first coil from this group was able to be implanted even though there was intense resistance felt. The three (3) left from this lot were replaced with 1.5mm x 3cm galaxy g3 mini coils and these were successfully implanted. After that, four (4) more 1mm x 4cm galaxy g3 mini coils from different lot numbers were used and all but one from lot l14217 was used without resistance and was implanted. Three (3) 1mm x 3cm galaxy g3 mini coils were then successfully implanted without any issue. There was no effect on the patient and the procedure was completed without any issue. The physician commented that ¿since there is a clear difference in resistance between the same 1mm x 4cm galaxy g3 mini coil inside the microcatheter, etc. We consider that there is a problem with the product depending on the lot.¿ it was reported that a continuous flush was maintained through the microcatheter. Preliminary photo images of the complaint coils were captured by the j&j japan affiliates and included in the complaint. The photos underwent review by the product analysis lab. [Photo analysis]: based on the photos attached to the complaint, it can be observed that the 1mm x 4cm galaxy g3 mini coil has a ¿wavy¿ condition, but no damages could be noted on it. The embolic coil is observed to still be attached to the resistance heating (rh) coil. The device positioning unit was observed folded inside the introducer. No other defects were observed. The reported issue documented in the complaint that the 1mm x 4cm galaxy g3 mini coil encountered resistance with the microcatheter could not be evaluated based on the provided photos. The complaint device was returned for evaluation. During the microscopic inspection of the returned device, the embolic coil was observed stuck inside the introducer in a damaged condition. Based on the product analysis on (B)(6) 2021, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08-nov-2021. [Additional information]: on 08-nov-2021, additional information was received. The information confirmed that the target was on the acom. The resistance was first felt during the device advancement through the sl-10® microcatheter (stryker). It was not necessary to remove the microcatheter from the target. No damage was observed on the microcatheter. Nothing was noted to be obstructing the microcatheter, there was continuous flush maintained through the microcatheter. There was no damage observed on the coils. Excessive force was not applied to the complaint devices. E.1: the initial reporter phone: (B)(6). This is one of 7 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00531, 3008114965-2021-00532, 3008114965-2021-00533, 3008114965-2021-00534, 3008114965-2021-00555, 3008114965-2021-00556, and 3008114965-2021-00557. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.